Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and experienced an issue when force sensor stopped working. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on product returned light char between electrodes #1 and #2. This finding is reportable because char can potentially contribute to an adverse event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and experienced an issue when force sensor stopped working. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and char was found between electrodes #1 and #2. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications an irrigation test was performed and the catheter passed, no occlusion was observed. Therefore per the reported event,catheter was tested on carto and biosensor test and catheter failed. Error 105 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition about the catheter sensor issue was confirmed. In regards to the char found, the cause remains unknown.